Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reference: kazuya inoue, naoki suenaga, naomi oizumi, hiroshi yamaguchi, naoki miyoshi, noboru taniguchi, shuzo morita, mitsuru munemoto, shimpei kurata, yasuhito tanaka (2020) 138-143. Jses international 4. Humeral bone resorption after reverse shoulder arthroplasty using uncemented stem. Https://doi.org/10.1016/j.jses.2019.11.007. Remains implanted.

Event description:
The study reported bone resorption of grade 3 occurred in 1 shoulder with the comprehensive reverse shoulder system. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.